Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 18.2 mmol/l and diabetic ketoacidosis. She was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The customer delivered a correction bolus manually. The drive support cap appeared normal. There were not reported leaks. Insulin exited during manual priming. The insulin pump did not alarm with no delivery during the first high pressure test, but did so upon the second trial. Customer was advised that the insulin pump was working as designed. At the time of this report, the customer's blood glucose was 4.1 mmol/l. Nothing further reported.